Event description:
The incision hole was too small for the screw to pass, the surgeon reversed it by hand and the screw head broke off. While removing the debris, it was noticed the same screw broke at the shaft of the screw threads. Surgery was delayed by 1 hour to remove the debris and complete the surgery with a new screw.

Manufacturer narrative:
The reported screw was not returned to paragon28 for evaluation. An image of the screw was provided and confirmed broken. This is followup # 1.

Event description:
The incision hole was too small for the screw to pass, the surgeon reversed it by hand and the screw head broke off. While removing the debris, it was noticed the same screw broke at the shaft of the screw threads. Surgery was delayed by 1 hour to remove the debris and complete the surgery with a new screw.